Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was reported to not be functioning and was surgically abandoned. This lv lead was previously adapted to this patients previous device. A new lv lead was implanted and remains in service. No additional adverse patient effects were reported.